Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision transcatheter heart valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. During the procedure it was noted that after the device was unable to pass through the aortic valve. The device and delivery system were both removed from the patient and replaced with a new 25mm navitor vision transcatheter heart valve and small flexnav delivery system. Upon inspection of the delivery system it was observed that the capsule and radiopaque tip had a flared-shape deformation. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported that a 25mm navitor vision transcatheter heart valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. During the procedure it was noted that after the device was unable to pass through the aortic valve. The device and delivery system were both removed from the patient and replaced with a new 25mm navitor vision transcatheter heart valve and small flexnav delivery system. Upon inspection of the delivery system it was observed that the capsule and radiopaque tip had a flared-shape deformation. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of difficult to advance (difficult to advance through patient anatomy) and material deformation was reported. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott under non-physiological conditions. No damage or anomalies were noted to the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported difficult to advance and material deformation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.